Event description:
New information notes that the patient condition before, during and after the procedure was stable. The lead was replaced by a competitor lead.

Event description:
It was reported that the patient received multiple shocks at home and on the ambulance going into the hospital. There was high amplitude noise on the v sense amp. The far field channel had undersensing resulting in secure sense going passive. The device was explanted and the lead was capped. No further information available.